Manufacturer narrative:
As received, a complete lead was returned in one piece. All tip stiffness test values were within specification and visual inspection and x-ray examination did not find any anomalies. The helix was clogged with blood/tissue. After cleaning, the helix was able to extend and retract and the full helix extension length measured within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
(B)(4).

Event description:
After the implant procedure, there was a cardiac perforation of the right ventricle. The perforation was confirmed via echo and x-ray and the patient did not display any symptoms. The lead was explanted and replaced and the patient was stable. There were no performance issues with any abbott devices during the implant procedure.